Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Additional contact email address: (B)(6).

Event description:
The event occurred at 1530 and involved a 8" (20 cm) ext set w/microclave® clear, chemolock¿ port, y-connector, rotating luer that the customer reported when giving the last syringe of epirubicin IV push to a patient two red spots were seen underneath the patient's arm. The leak appeared to be coming from the blue chemo lock port on the IV line. The leaked was cleaned up per facility policy and procedure. The IV line was discarded in biohazard bin and replaced. There was patient involvement and no report of harm.